Event description:
Initial complaint description, "tip fragmented into three small pieces. One piece remains in the lv, and one went to the lung (nothing about the third). The pt is tolerating the unretrieved fragments 'ok'."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceeded material strength. Ro tip fractured. Source of force is unk, but may have occurred during bi-ventricular procedure. Device was not returned for eval. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.